Manufacturer narrative:
Device was received with minor scratched lcd window, case cracked behind the pump near the battery compartment and cracked battery tube threads. The belt clip rails were inspected and no damage or anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call insulin pump had scratches on the screen which was extent and made it difficult to read the display. Customer's blood glucose level was unknown at the time of incident. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.